Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the patient was included in the clinical trial on (B)(6) 2022. Prior procedure, the patient presented with right hemiplegia with aphasia, hemineglect and left ocular deviation on (B)(6) 2022. Brain magnetic resonance imaging (MRI) showing a left total sylvian stroke secondary to a thrombus of the left internal carotid artery. Intravenous (IV) thrombolysis was performed, followed by mechanical thrombectomy. After mechanical thrombectomy procedure (partial recanalisation, mtici 2a ((thrombolysis in cerebral infarction score),the national institute of health stroke scale (nihss) score = 26, the patient's clinical and radiological state decreased. During the night, the patient showed desaturation (89%), nihss score =25 and neurological status deterioration on scan. The patient presented with a glasgow coma at 3 out of 15 with reactive bilateral mydriasis within 24 hours after management. The evolution is unfavorable with a transition to coma and signs of clinical involvement. The computed tomography scan found a major haemorrhagic transformation responsible for a left subfalcoral, left medial temporal and transtentorial parenchymal involvement. There was no therapeutic remedy which led to brain death in front bilateral areactive mydriasis. Patient-reported to have passed away on (B)(6) 2022. According to the investigator assessment stated that the patient fatal from worsening of stroke as no reasonable possibility related to the study procedure. But assessed on worsening of stroke as reasonable possibility related to the disease under study. However, the sponsor assessment assessed on worsening of stroke as reasonable possibility related to the study procedure mechanical thrombectomy.

Manufacturer narrative:
B2: outcomes attributed to ae - corrected - death was not related to the subject device. B5 : executive summary: updated - received additional information on 9-november-2022 confirmed that the patient's death was not related to the subject device and there was no alleged malfunction of the subject device during the procedure device. It was unknown what was cause of the stroke. H1 type of reportable event- corrected: from 'death' to 'serious injury' h10 f10 / h6 -clinical signs code grid- updated.

Event description:
It was reported that the patient was included in the clinical trial on (B)(6) 2022. Prior procedure, the patient presented with right hemiplegia with aphasia, hemineglect and left ocular deviation on (B)(6) 2022. Brain magnetic resonance imaging (MRI) showing a left total sylvian stroke secondary to a thrombus of the left internal carotid artery. Intravenous (IV) thrombolysis was performed, followed by mechanical thrombectomy. After mechanical thrombectomy procedure (partial recanalisation, mtici 2a ((thrombolysis in cerebral infarction score),the national institute of health stroke scale (nihss) score = 26, the patient's clinical and radiological state decreased. During the night, the patient showed desaturation (89%), nihss score =25 and neurological status deterioration on scan. The patient presented with a glasgow coma at 3 out of 15 with reactive bilateral mydriasis within 24 hours after management. The evolution is unfavorable with a transition to coma and signs of clinical involvement. The computed tomography scan found a major haemorrhagic transformation responsible for a left subfalcine, left medial temporal and transtentorial parenchymal involvement. There was no therapeutic remedy which led to brain death in front bilateral areactive mydriasis. Patient-reported to have passed away on (B)(6) 2022. According to the investigator assessment stated that the patient fatal from worsening of stroke as no reasonable possibility related to the study procedure. But assessed on worsening of stroke as reasonable possibility related to the disease under study. However, the sponsor assessment assessed on worsening of stroke as reasonable possibility related to the study procedure mechanical thrombectomy. Update : received additional information on 9-november-2022 confirmed that the patient's death was not related to the subject device and there was no alleged malfunction of the subject device during the procedure device. It was unknown what was cause of the stroke.

Event description:
It was reported that the patient was included in the clinical trial on (B)(6) 2022. Prior procedure, the patient presented with right hemiplegia with aphasia, hemineglect and left ocular deviation on (B)(6) 2022. Brain magnetic resonance imaging (MRI) showing a left total sylvian stroke secondary to a thrombus of the left internal carotid artery. Intravenous (IV) thrombolysis was performed, followed by mechanical thrombectomy. After mechanical thrombectomy procedure (partial recanalisation, mtici 2a ((thrombolysis in cerebral infarction score),the national institute of health stroke scale (nihss) score = 26, the patient's clinical and radiological state decreased. During the night, the patient showed desaturation (89%), nihss score =25 and neurological status deterioration on scan.the patient presented with a glasgow coma at 3 out of 15 with reactive bilateral mydriasis within 24 hours after management. The evolution is unfavorable with a transition to coma and signs of clinical involvement. The computed tomography scan found a major haemorrhagic transformation responsible for a left subfalcoral, left medial temporal and transtentorial parenchymal involvement. There was no therapeutic remedy which led to brain death in front bilateral areactive mydriasis. Patient-reported to have passed away on (B)(6) 2022. According to the investigator assessment stated that the patient fatal from worsening of stroke as no reasonable possibility related to the study procedure. But assessed on worsening of stroke as reasonable possibility related to the disease under study. However, the sponsor assessment assessed on worsening of stroke as reasonable possibility related to the study procedure mechanical thrombectomy. Update : received additional information on 9-november-2022 confirmed that the patient's death was not related to the subject device and there was no alleged malfunction of the subject device during the procedure device. It was unknown what was cause of the stroke.

Manufacturer narrative:
Although the lot number was not provided, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on additional information received the patient presented with right hemiplegia and aphasia, hemineglect and left eye deviation. The patient died from worsening of stroke post-procedure. Information received 09nov2022, noted that from a medical perspective the patient's death was not related to the trevo device and the physician did not have any allegations against the trevo device. The reported patient stroke, and vasospasm are known and anticipated complications to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.